Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.